Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2021-00378.

Event description:
It was reported that the tips of two set screw drivers broke off intra-operatively. The driver tips could not be located. Bone wax was used on the drivers to complete the procedure. This is report two of two for this event.

Manufacturer narrative:
Device evaluation: visual inspection revealed the tips of both drivers have fractured off. Potential cause: the root cause was unable to be determined. This event could possibly be attributed to damage during use or handling. It could also be attributed to off-axis forces applied to cause the tip to fracture. DHR review: per DHR review, the part was likely conforming when it left zimmer biomet control. Device use: this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that the tips of two set screw drivers broke off intra-operatively. The driver tips could not be located. Bone wax was used on the drivers to complete the procedure. This is report two of two for this event.